Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with ted stockings. The customer reports the thigh length ted stockings were applied pre-op. Postop the patient was sent to the ICU where it was noticed the patient had tissue injury at the site of the elastic band on the top of the thigh. This was on the same day as surgery. Patient's leg was re-measured and correct size confirmed. The stockings were removed and xenoderm applied to wound area.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway; upon completion, the results will be forwarded.